Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system-user guide: model: ust400. 14421-aw rev h 01/16. Skin irritations. Using the pod ch. 5 /page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes ch. 9 / page 107: advises: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Patient reported bleeding from insertion site that eventually leads to red bumps, irritation, and skin sensitivity from pod site. Patient went to the doctor and was prescribed bacitracin antibiotic ointment to treat affected area. No blood glucose levels were provided. Pod was worn between 36 and 48 hours on her abdomen.